Event description:
It was reported that the customer had ongoing low blood glucose (bg) levels of 44 mg/dl. The customer consumed carbohydrates to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.